Manufacturer narrative:
The correct analysis results are now attached. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was explanted and replaced due to dislodgement.